Event description:
It was reported that the right ventricular lead had high threshold. A new pacing system was implanted on the other side of the patient and the old system will be removed. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4592 implantable pacing lead (B)(6) 2010.